Event description:
As reported, after using a 5f mynxgrip vascular closure device (vcd) there was sealant expansion and extrusion through the skin incision previously approximated with dermabond and steri-strips. Skin erythema appeared localized and not spreading. Instructions to cut extruded portion flush to skin, apply triple antibiotic ointment, and bandage until skin overgrows peg material were given. The patient's parent did not cut the material but applied ointment and bandage; by next morning the material detached and redness improved. The device is not being returned because no issue was presented until days after the procedure. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer had prior training during fellowship. A 5f non-cordis sheath was used. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, no presence of pvd or calcium, and vessel depth was not shallow as verified by ultrasound. The device packaging was not compromised during storage, was opened in a sterile field, and sterile technique was followed. The patient did not receive prophylactic antibiotics and underwent the procedure under general anesthesia as an outpatient. Post-procedure, the access site was closed with dermabond and covered with a 4x4 dressing. The device is not available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after using a 5f mynxgrip vascular closure device (vcd), there was sealant expansion and extrusion through the skin incision previously approximated with dermabond and steri-strips. Skin erythema appeared localized and not spreading. Instructions to cut extruded portion flush to skin, apply triple antibiotic ointment, and bandage until skin overgrows polyethylene glycol (peg) material were given. The pediatric patient¿s parent did not cut the material but applied ointment and bandage; by next morning the material detached and redness improved. The device is not being returned because no issue was presented until days after the procedure. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer had prior training during fellowship. A 5f non-cordis sheath was used. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, no presence of peripheral vascular disease (pvd) or calcium, and vessel depth was not shallow as verified by ultrasound. The device packaging was not compromised during storage, was opened in a sterile field, and sterile technique was followed. The patient did not receive prophylactic antibiotics and underwent the procedure under general anesthesia as an outpatient. Post-procedure, the access site was closed with dermabond and covered with a 4x4 dressing. The devices will not be returned for evaluation. However, images of a patient¿s groin was submitted for review. The set of three images of the patient¿s groin appears to show sequential changes at the puncture site. In the first image, there is a small, red, raised lesion resembling a pimple, with a pustule-like appearance at the center. In the second image, white solid material is visible emerging from the site, which could represent extruded sealant material from the closure device. In the third image, the lesion appears improved: it is smaller, less erythematous, and without a pustule-like appearance. Across all images, there are no signs of bleeding observed. A product history record (phr) review of lot f2434107 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the peg sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Also, a foreign body reaction, which occurs when the sealant is expelled from the tissue tract post deployment, may occur along with the local reaction. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynxgrip instructions for use (IFU) as such. The events of ¿local reaction¿ and ¿foreign body reaction¿ were observed through review of the images received. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction and sealant expulsion experienced. However, patient/procedural factors are possible. It should be noted that the patient was pediatric (eight years old at the time of the event); however, it was reported that the access site vessel was greater than or equal to 5mm and the vessel depth was not shallow as verified by ultrasound. According to the mynxgrip IFU, which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ the special patient population states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: pediatric patients or others with small common femoral arteries or veins (<5 mm in diameter).¿ according to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a clean, dry band-aid every day for five days or until a scab has formed at the site. Change the band-aid as needed. Keep the site clean and dry. You may shower 24 hours after the procedure, but do not bathe or use a pool until the wound has completely closed. Gently clean your puncture site with soap and warm water. After showering, gently pat-dry the site with a clean towel; then let the site air-dry before covering with a band-aid. Limit tight fitting clothes or underwear that may irritate the puncture site until the site has healed.¿ the patient brochure also instructs, ¿no heavy lifting of anything over 5 pounds (equivalent to a 1/2 gallon of milk). No pushing or pulling. No vigorous activity or straining. Avoid stairs unless necessary: if necessary, take them slowly. Coughing, sneezing, or straining for a bowel movement: support your groin by pressing with your palm on top of the dressing/bandage. Sexual activity: check with your doctor. No strenuous exercise. Avoid driving unless necessary.¿ based on the picture analysis, phr review and available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.